Manufacturer narrative:
Maquet inc. Submits this report on behalf of the device manufacturing facility maquet critical care. Maquet critical care provides product failure investigation, analysis and resolution for the device described in this report.

Event description:
The customer requested an evaluation of several modules because of multiple failures. The info received on 12/28/2006, however, stated that the module delivered uncontrolled high air gas volumes and this report concerns one of the modules. No further info about the event is available. There is no reported pt injury.